Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an unspecified sensor error message with the adc device. The customer experienced weakness, blurred vision, and a seizure and was unable to self-treat. The customer ambulance was called and the customer was taken to the hospital where a glucose result of ¿7¿ was obtained and was administered an unspecified injection for treatment. The customer further reported that they were kept overnight in the hospital for observation. No further information was provided. There was no report of death or permanent injury associated with this event.